Event description:
It was reported the programmer will not interrogate, and there is a loud, humming noise when it is turned on. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer will not interrogate and there is a loud humming noise when it is turned on. Intermittent touch screen failure found. Printed circuit board was found out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.